Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's orders are not crossing over. A technical support specialist confirmed that no issue was found and no harm/adverse event was reported. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system orders are not crossing over. The customer added that the user need to dispense medication to the patient and its critical . No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: b5, d1, d4, d5, d9, e3, f7, g6, h2, h6, a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-apr-2022 to 20-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossed over. The technical support specialist verified that the messages were current in es confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system orders were not crossing over. Customer stated that they needed to dispense medication to the patient and its critical. There were no adverse events or injuries reported based on this incident.